Event description:
It was reported to philips that the system failed to turn on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was performed when the issue happened, and procedure was completed as planned as this issue did not affect the system. A philips field service engineer (fse) inspected the system onsite and identified that system was not powering up. Upon troubleshooting, fse found that network firewall defect. To resolve the problem, fse replaced router kit. After replacing the router kit, system returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue did not affect the system. The procedure was completed as planned which did not affect the system and the procedure completed with same system. This event would not be reportable. The codes were updated based on the investigation outcome.